Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 6092157. Medical device expiration date: 2020-03-31. Device manufacture date: 2016-04-01. Medical device lot #: 6031334. Medical device expiration date: 2020-01-31. Device manufacture date: 2016-01-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the gray needle cap on a bd ultrasafe¿ manual needle guard was not on the unit and the medication leaked out. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This available information is not linked to the safety device so bd should not able to define potential cause linked to safety needle guard. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.